Event description:
Information was received from a consumer and healthcare provider regarding a patient who was receiving clonidine with concentration 150 mcg/ml at a dose rate of 56.97 mcg/day, dilaudid (hydromorphone) with concentration 15 mg/ml at a dose rate of 5.697 mg/day, and morphine with concentration 25 mg/ml at a dose rate of 9.496 mg/day via an implantable pump for non-malignant pain. It was initially reported by a consumer that the patient had been having "severe issues" with her pump and she has been in and out of the hospital throwing up. It was further noted that the patient experienced nausea, headaches, and cramps in her stomach which happen about 2 to 3 times per month. The onset / date of the event was noted as having been either 2011 or 2012. Ultrasounds and mris (magnetic resonance imaging) of the head and abdomen were performed but they were unable to find anything wrong. No pump alarms occurred. Regarding refills, it was noted however that volumes had been "off but not by a bunch." The patient had found online that her pump had been recalled. It was confirmed that the pump had has recall notices. On (B)(6) 2016, a healthcare provider (hcp) reported that the patient had experienced vomiting 3 times per month but was quite comfortable the rest of the month with no meds. Regarding troubleshooting performed, the pump's log was evaluated and determined to be normal. Regarding actions/interventions, the patient was to be weaned to tolerance to see if the symptoms improved. The cause of the issue was not determined. Event resolution was pending.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.